Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions. The customer would resume insulin delivery after the alarm. The customer's blood glucose level was impacted at times; however, the levels was not known. As these alarms occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.